Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection determined that the sponge was out of dimension and verified the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause was a manufacturing issue due to raw material not meeting specification. A CAPA currently exists that addresses this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge was outside of the cap of a minicap prep kit. This event occurred before use just after the package was opened. The minicap prep kit was not used. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.